Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported they were asked to speak with the patient to discuss their recharging to see if they could determine why they showed up at their office with the implantable neurostimulator (ins) off (turning off with no explanation) and no recollection of turning it off themselves. It was unknown if any factors may have led to this issue or if any diagnostic testing/troubleshooting was performed. The rep. Had not yet spoken with the patient but was planning to do so. The issue was not currently resolved, but the rep. Planned on getting more information from the hcp. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp had no new information. The patient though the ins went out due to not charging it frequently and allowing it to deplete. The patient and family were then trained on good charging practices.